Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k) # k945200.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent injuries [injury]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip original denture adhesive cream as her denture adhesives of choice and reported the following: profound and permanent neurological injuries; profound and permanent injuries which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for over 35 years. No further information was provided.